Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer could not reproduce the issue and could not identify a cause. He replaced the sample probe guides (a and b), adjusted the sample probe position, performed automatic adjustment for the sample probe exterior cleaning, replaced all rinse tubes on rinse stations 2 and 3, adjusted the rinse water volume, and replaced and adjusted the probe. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 703 analytical unit. The initial creatinine plus ver.2 result was 3.02 mg/dl, and the repeat result was 0.72 mg/dl.